Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that pt's neurostimulator was unable to charge despite replacing the external recharger unit and performing several "trickle" charges. The neurostimulator was then replaced. There were no injuries and the pt outcome was reported as recovered without sequelae.